Manufacturer narrative:
The proresults plaque control brush head is an accessory to the sonicare toothbrush. The serial number of the brush head was not provided. Additional contact information not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that a group of bristles (tufts) from the proresults plaque control brush head were falling off in their mouth and they experienced a choking sensation. Bristles were spit out. No injury reported.